Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After plain old balloon angioplasty was performed with a 2.0 x 20 non-bsc balloon catheter, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Two guide wires were used but the issue was not resolved. The device was then removed from the patient's body and the stent struts were found to be lifted. The procedure was completed with a 2.25 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.